Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the cut electrode thermal damage to be related to the customer reported complaint. Visual inspection was conducted and found thermal damage on the cut electrode. The jaw ceramic dots were present. During in house testing, the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and energy was delivered. The electrical continuity test failed for one jaw. No conductor wire damage was found. The root cause of this failure is likely attributed to mishandling/misuse. The synchroseal instrument has been evaluated by an isi failure analysis engineer (fae). The instrument was found with thermal damage on the cut electrode. This damage confirms the customer complaint of arcing. However, marks on the inner lip of the lower jaw confirm the arcs remained between the instrument jaws. Arcing that remains between the instrument jaws is an expected condition of bipolar cut, and can occur due to tissue type, excess fluid, and amount of tissue, etc. No damage was found to the seal electrode surface. A review of the e-100 procedure logs found 3 cut electrode shorted errors, corresponding to the reported arcing events. Additionally, the right middle distal ceramic dot was found to be damaged, likely a result of an arc from the cut electrode. The instrument was found to have one end of the jaw cover pulled over the pivot pin. The jaw cover was not missing from the instrument, and there was no potential for fragments. The pivot pin washer was still fully seated on the pivot pin. The partially dislodged jaw cover is likely due to user mishandling of the instrument. For clarification, the instrument passed the continuity test when re-tested, all electrodes were found to be continuous. The above findings were likely due to the initial test set-up.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system had some recoverable faults. Tse reviewed the logs and found 26006 errors on usm3. It was noted that or staff recovered from faults. It was also noted that arching was experienced with the synchroseal and the surgeon switched to vessel sealer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.